Event description:
It was reported that the charging port was bent, requiring extra effort to insert the cord. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting and was in the process of obtaining a new device.